Event description:
It was reported that patient presented in clinic for follow up. Post-sensed t-wave oversensing was observed on a stored egm. The patient received inappropriate hv therapy. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.